Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer states that the numbers were not ramping on their own. Customer states that the scroll bar was not moving with no input. Customer states that there was no response from any button. Transmitter was disconnected from the insulin pump because he runned out of battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.